Event description:
Customer reported receiving a motor error alarm on the insulin pump. During troubleshooting, the alarm history showed that the insulin pump had returned four motor error alarms within the past 30 days. Blood glucose level was 124 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarms noted. The motor tested ok. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.